Manufacturer narrative:
Based on the analysis of the returned device, it has been determined that the graspers would not open. The outer sheath was kinked and buckled/collapsed in several locations. Additionally, the outer layer of the outer sheath was scraped off along the working length and on the distal end. The silver section was also stretched to a point where it was out of the length specification. The outer sheath distal tears and scrapes are most likely due to use during the procedure. Therefore, the most probable root cause for the complaint is operational context.

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR reportable malfunction. This manufacturer report is being submitted based on the evaluation results. Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-00046 for a description of the first device, and manufacturer report number 3005099803-2011-00045 for a description of the third device. It was reported to boston scientific corporation on (B)(6) 2010 that a graspit urological grasping forceps was used in a percutaneous nephrolithotomy procedure performed on (B)(6) 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, when they engaged the stone and attempted to remove it, one side of the graspit jaw broke. No part of the jaw completely detached from the device, and nothing had to be retrieved from the patient. The stone fell out of the forceps and the graspit was removed from the patient without complications. The size of the stone was unknown. The procedure was successfully completed with a different, unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Removed "device received in a condition which made analysis impossible."

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR reportable malfunction. This manufacturer report is being submitted based on the evaluation results. Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-00046 for a description of the first device, and manufacturer report number 3005099803-2011-00045 for a description of the third device. It was reported to boston scientific corporation on (B)(6) 2010 that a graspit urological grasping forceps was used in a percutaneous nephrolithotomy procedure performed on (B)(6) 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, when they engaged the stone and attempted to remove it, one side of the graspit jaw broke. No part of the jaw completely detached from the device, and nothing had to be retrieved from the patient. The stone fell out of the forceps and the graspit was removed from the patient without complications. The size of the stone was unknown. The procedure was successfully completed with a different, unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".